Event description:
Tablo blood flow/pump issue occurred during dialysis treatment. Blood pump errors at the beginning of treatments when starting at [time redacted] and have to gradually increase after a few minutes and then after a few more minutes later. Treatment is able to be completed otherwise without issue.